Event description:
Customer reports a patient received an unknown amount of potassium. The patient had a secondary infusion of potassium connected to the primary IV tubing which has a back check valve between the port and the drip chamber. The user observed the secondary infusion of potassium backing up into the primary IV bag. Since an unknown amount of potassium was infused, the patient's blood was drawn to determine the potassium level. The patient had a normal potassium level. No patient harm reported, medical intervention required or ill effects experienced by the patient. Investigation: customer is unable to locate IV sets for investigation, therefore, no evaluation will be performed.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.